Event description:
Caller reported a power source alert, but there was no adverse impact to the customer¿s blood glucose level. Customer had used the tandem charging cable and wall adapter and attempted troubleshooting by leaving the adapter plugged into a working outlet for at least 30 minutes, which resolved the issue as the pump began charging. No further assistance was needed.